Event description:
It was reported that a physician in-training in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, the suture broke. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after a coronary interventional procedure. Reportedly, the clip was deployed and the device got stuck in the patient's anatomy. The physician used the access ports, pulled back the thumb advancer and slid back the safety release button in an attempt to retrieve the device without success. Counter-traction was applied to ultimately remove the device and manual compression was applied for 10 minutes to achieve hemostasis. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received without the monofilament, which limited the scope of the report. The posterior cuff remained loaded on the foot. The anterior and posterior cuffs remained attached to the link. Based on the findings, it was determined that the posterior needle tip missed the posterior cuff, which directly resulted in the posterior cuff not being ejected from the foot and the anterior needle detaching from the anterior cuff. When the needle plunger was removed from the device, the link was held on one end by the posterior cuff in the posterior foot pocket while being pulled on the other end by the withdrawal of the needle plunger, which resulted in the anterior needle detaching from the anterior cuff. The anterior cuff tabs were damaged and bent, with one of the anterior cuff tabs detached and not returned. During testing, a proxy plunger was reinserted into the handle of the device resulting in acceptable needle trajectory. The most probable root cause for the posterior needle-to-cuff miss is needle deflection during needle plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device during needle deployment. No manufacturing or quality issues were detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.